Event description:
It was reported that there was a low impedance reading. It was later reported that there had not been any patient issues at this point. It was noted that the health care professional¿s approach regarding low impedance was just ¿trying to avoid that combination and keeping an eye on them as they come in.¿ there had not been any revisions on low impedance.

Manufacturer narrative:
(B)(4).